Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked, the imaging window and drive cable were twisted, the imaging window was stretched near the tip and partially detached at the lap joint section. Also, the guidewire exit port was lifted. Impedance testing showed an electrical open at the proximal end of the catheter between 150-160cm from the distal housing.

Event description:
Reportable based on device analysis on 15 jan 2025. It was reported that catheter issue occurred. The 80% stenosed target lesion was located in moderately tortuous and mildly calcified proximal left anterior descending artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when flushing the device, the catheter image sensor was damaged. There was no image produced. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed that the imaging window was twisted.